Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued the ilet system and requested a return because use of the device was associated with persistent hyperglycemia, with reported glucose values over 400 mg/dl and occurring daily, and the user reverted to an alternate insulin pump. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or diabetic ketoacidosis, and without medical intervention. Outcomes included user discontinuation of the device and a product return for credit. Investigation included a review of the complaint details and internal assessment, with no device alerts or alarms reported. Investigation of this case revealed that the cause of the hyperglycemia could not be determined based on available information, and no specific device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.